Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. No rotation was performed; however, backward retraction was applied.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. The surgery was completed without using a new stent. It was clarified that the stent became uncontrollable referred to the failure to advance and retract the stent. The cause of the event was not determined, and no resistance was encountered in any section of the catheter. A continuous saline flush was administered and maintained as indicated in the IFU. No damage to the pipeline pushwire or catheter was observed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the stent tip end successfully opened, but during further deployment, the stent became uncontrollable and could not be properly advanced or retracted. The only option was to withdraw the catheter, release the stent, and then retrieve the guidewire, thus ending the procedure. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a saccular, unruptured right ophthalmic artery aneurysm with a max diameter of 5mm and a 4mm neck diameter. Landing zone: distal: 3.8mm and proximal: 4.2mm. It was noted the patient's vessel tortuosity was normal. The angiographic result post procedure showed an aneurysm.

Event description:
Additional information received clarified that the failure of advancement and retraction was not related to (did not mean) catheter resistance.

Manufacturer narrative:
B5: updated with new information. H6: codes updated based on additional review of the event and additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.